Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in the ER following shortness of breath and an appropriate high voltage shock, it was discovered that the left ventricular lead was not pacing as intended due to dislodgement. The lead was explanted and replaced. The patient was stable.